Event description:
It was reported that when using the bd pyxis¿ es server, pyxis es and logistics servers were down. Devices were not communicating and unable to access server and logistics. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis and logistics servers were down. A technical support specialist dialed into server and login to the server was completed successfully. The report was verified to run without issues. The certificate was reviewed and confirmed to have an expiration date of 02/16/2026 and customer stated that the information technology team was actively working on the server and confirmed that it was back up, with the team awaiting final clearance and confirmed that no further assistance was required. The system functioned as intended after the technical support specialist inspected the device.